Event description:
It was reported that after the sales consultant finished a case; he went to refill a few pans with implants. While he was refilling them, he went through the instruments and noticed the vectra removal driver had been broken at some point. He is not sure when it was broken, but it needs to be replaced. The vectra removal driver has a tip broken off. Also, for the matrix holding sleeves, the screws were improperly loaded by the tech, and were forced tight, to the point of stripping the threads. Part of the thread was left into one of the screws. Two threaded holding sleeves were affected. No patient was involved. This complaint involves 4 devices. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A review of the device history records was completed: beere precision medical instruments manufactured the extraction screwdriver, part number 352.311, and lot number 4852292 ((B)(4)). Initially, the part conformed to the supplier¿s certificate of conformance and to the synthes final inspection sheet. A product development evaluation was completed: one extraction driver was returned. Upon inspection, the reported condition of broken tip was confirmed. The distal threaded tip of the inner shaft was received fractured off with approximately 1 thread remaining and the liberated portion was not received. The rest of the instrument does not exhibit any other defect. The thread failure appears to have occurred from applying a bending moment (force applied perpendicular to the axis of the instrument) when the force exceeded the tensile strength of the threaded region of the shaft. The threaded shaft may not have been fully tightened down to the screw as described in the technique guide. Also, if the screw driver is used for insertion may contribute to cause this complaint as this instrument is intended to be used only for extraction. The most recent applicable and related component drawings were reviewed. The drawings call out the appropriated dimensions, material and finishing processes for a successful device design. The inner shaft material was changed; the returned shaft shows part (B)(4) (old shaft) and it was made prior to the material change. In conclusion, the reported complaint condition was confirmed however it is not clear how this instrument was used prior the detection of this complaint; the involved shaft was made prior to the improvement changes and the driver shaft was found robust to remove cervical screws. The current device design was found to be adequate for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant / explant date: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.